Event description:
The 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.